Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 176.0 cm from the proximal end. The pull wire was advanced distal to the pusher assembly distal attachment tip (ddt). The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil had offset coil winds near its distal end. Conclusions: evaluation of the returned pod pc confirmed a detached embolization coil and revealed a fractured pusher assembly. If the device is forcefully retracted against resistance, damage such as a fractured pusher assembly and a detached embolization coil may occur. Based on the reported complaint, the resistance was likely contributed by the kinked non-penumbra microcatheter which was used in the procedure. Further evaluation of the device revealed that the pull wire was advanced distal to the ddt and the embolization coil had offset coil winds. The offset coil winds likely resulted from forceful advancement against resistance. The pull wire being advanced distal to the ddt, likely occurred due to the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coils, pod packing coil (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician placed twelve ruby coils into the target location using the microcatheter. While advancing a pod pc through the microcatheter, the physician experienced resistance and subsequently, the pod pc would not advance further through the microcatheter. The physician then decided to retract the pod pc to then attempt to re-advance. However, upon removal of the pod pc pusher assembly, it was noticed that the pod pc had unintentionally detached. The technician looked into the microcatheter¿ s hub and saw the pod pc in the microcatheter. A hemostat was then used to pull the pod pc out. Shortly afterwards, it was noticed that the microcatheter was kinked; therefore, it was removed. The procedure was completed using five additional ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.